Event description:
Customer reports obtaining a blood glucose result of 640 mg/dl on the advantage system. The device's numeric reading range is 10-600 mg/dl; values >600 mg/dl should display as "hi." Customer was also tested on doctor's meter with a result of 500 mg/dl. A request was made for return of the suspect product and a replacement was sent.